Event description:
It was reported that during pocket revision procedure, the distal tip of the right ventricle lead separated and remained in the superior vena cava. The physician was comfortable letting the distal tip electrode remain in the patients body. There were no other complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.